Event description:
It was reported that, during registration of the spinemap 3d software, the system was inaccurate.

Event description:
It was reported that, during registration of the spinemap 3d software, the system was inaccurate.

Manufacturer narrative:
Corrected data: h6 coding has been updated to reflect investigation conclusion.